Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that a versacross connect laac access solution was selected for use. During preparation of the device, it was found that the luer was broken. No patient complications were reported. No further information was provided.

Event description:
It was reported that a versacross connect laac access solution was selected for use. During preparation of the device, it was found that the luer was broken. No patient complications were reported. No further information was provided.

Manufacturer narrative:
The reported allegations is confirmed based on the media provided. Based on the information available, which involves difficulty removing the proximal section of the dilator from the packaging, it is considered that "cause traced to device design" is the most likely root cause.